Manufacturer narrative:
It was reported that the patient has instability. A revision surgery occurred to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has instability. A revision surgery occurred to exchange the poly insert.